Event description:
Customer reported, a collimator iris too large error. No pt injury was reported.

Manufacturer narrative:
(B) (6) report. Customer biomed technician is working with oec field service to correct problem over the phone.